Manufacturer narrative:
Complaint confirmed. Visual evaluation confirms the eyelet broke off. The base of the eyelet is still located inside the shaft ID and is held in place by the suture. The broken eyelet tip and anchor were not returned for evaluation. No damage observed on the shaft. The caused of this event is undetermined; however, likely causes of the event include improper bone prep, misaligned insertion, prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via e-mail that while using an ar-2324bcc biocomposite swivelock anchor broke at the eyelet during tensioning. Once the eyelet snapped the 4.75 screw freed itself from the swivelock and was not able to be found or recovered. This was discovered during use in a rotator cuff repair on (B)(6) 2021. The case was completed with a new ar-2324bcc.